Manufacturer narrative:
The device remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's grandmother called and stated that the patient was experiencing a continuous tone alarm with a red heart displayed. She also noted that there was no flow or speed reading on the monitor at the time of the alarms. During the event, the patient was connected to the power module and lying in bed sleeping. At the time of the call, the patient was sitting up and on battery power and there were no alarms. The patient and his grandmother went to the emergency room and the pump stoppage with multiple low voltage alarms that occurred at home was verified. The patient was connected to the hospital's power module and when the patient was lying on his back with his right arm back for support the pump stop occurred twice, and in both instances the patient stated "it's stopping I can feel it." The lvad restarted when the patient was standing or sitting upright. It was also reported that the patient had an area of the driveline near the connector that had been taped for a tear in the silicone covering. It was noted that the protective metal mesh was not covering the driveline; however, there were no broken wires and the alarms could not be reproduced while manipulating that area of the drive line. The patient stated that he did not have any symptoms with the pump stoppages. The patient had three more episodes of the pump stopping with lying, sitting and standing in the emergency room. The patient's power module patient cable was exchanged with an ungrounded power module patient cable. No alarms have been reported since the patient cable was exchanged. X-rays were taken and there was nothing definitive noted, but the pump end bend relief appeared to be pulled tight with little slack. The patient remains ongoing with the ungrounded patient cable.